Event description:
It was reported that during intra-aortic balloon (iab) therapy, an auto-fill failure occurred. The console was swapped out, but the same issue occurred. All connections were secure and the safety disc was in the correct position. There was no blood seen in the helium tubing. It was also reported that the iab would not aspirate blood or flush. The customer attempted to restart multiple times without success. The customer then considered the possibility of removing the iab. There was no patient harm or adverse event reported. A separate report has been submitted for the unrelated malfunction of "alarm, autofill failure", under mfg report number 2248146-2021-0020.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an auto-fill failure occurred. The console was swapped out, but the same issue occurred. All connections were secure and the safety disc was in the correct position. There was no blood seen in the helium tubing. It was also reported that the iab would not aspirate blood or flush. The customer attempted to restart multiple times without success. The customer then considered the possibility of removing the iab. There was no patient harm or adverse event reported. A separate report has been submitted for the unrelated malfunction of "alarm, autofill failure", under mfg report number 2248146-2021-0020.